Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter, keypad/button unresponsive/button error, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer reported receiving a stuck button alarm after pump was exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement and displacement test. Intermittent button response noted during testing. No stuck button error alarm or failed battery test alarm noted during testing. Successfully downloaded history files and traces using thump/carelink. No stuck button error alarm or failed battery test alarm found in the pump history file/trace on the event date 11-oct-2024. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the keypad assembly, electronic assembly, motor, or force sensor. However, found flattened keypad dome (no crease). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: flattened keypad dome and cracked select button keypad overlay. In summary, pump passed all required testing. No com pump to xmtr and failed batt test alarm were not confirmed. Cosmetic damage found on the pump case. Keypad/button intermittent response was confirmed due to flatten keypad dome (no crease). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.